Event description:
Boston scientific received information that during a normal patient follow up, this device exhibited variable shock lead impedance measurements. The measurements ranged from 42 to 125 ohms. No noise was observed. Boston scientific technical services (ts) was contacted and discussed troubleshooting testing that could be performed to further investigate the issue. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.